Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a new mobile power unit (mpu) was received on 14may2024, started beeping as soon as it was plugged in. Patient was not aware that 3 aa batteries were included with the mpu. Once they put the batteries that came with the unit, all errors went away.

Manufacturer narrative:
Section d1: corrected. Section d4: primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) beeping as soon as it was plugged in was unable to be confirmed. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient was not aware that 3 aa batteries were included with the mpu. Once the batteries were installed, the beeping went away. There was no issue with the mpu. No photos or additional documents were submitted for review. The root cause of the reported event was determined to have been user error in not installing the unit¿s aa batteries. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs users on how to properly install three alkaline aa batteries within the mpu prior to use. The yellow mobile power unit battery symbol illuminates and a beeping audio tone sounds when the alkaline aa batteries are not installed, or when the batteries are depleted and need replaced. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their mpu, including the yellow battery alarm. Users are instructed to replace the mpu¿s batteries when this alarm occurs. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient kept the original mpu and the new mpu would be returned.